Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 3/18/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient had a procedure with a preface® guiding sheath with multipurpose curve and a hemostatic valve separation issue occurred. During the procedure, the small white cap from the end of the sheath fell off. The sheath was replaced. The hemostatic valve did not break into two or more separate pieces. Air did not enter the patient¿s body and no surgical intervention was required. No blood was observed. No patient consequence was reported. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
It was reported that a patient had a procedure with a preface® guiding sheath with multipurpose curve and a brim cap detachment issue occurred. During the procedure, the small white cap from the end of the sheath fell off. The sheath was replaced. The hemostatic valve did not break into two or more separate pieces. Air did not enter the patient¿s body and no surgical intervention was required. No blood was observed. No patient consequence was reported. The device evaluation was completed on (B)(6)2021. The product was returned to biosense webster for evaluation. It was sent to cardinal health for further investigation. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the preface sheath. Visual analysis was performed. The brim cap was observed attached to the hub of the unit, as received. Also, no damages were observed on the internal components of the brim cap or the hub. Blood residues were observed on the brim cap and hub. No other anomalies were observed. A device history record review was performed and no internal actions related to the reported complaint were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No brim cap issues related to the reported event were found since the brim cap was observed attached to the hub of the unit, as received. The event described could not be confirmed as the device was found in good conditions. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) originally this event was assessed as a hemostatic valve separation. However, during an internal review on(B)(6)2021, a correction was noted as it should have been assessed as a brim cap detachment. Therefore, corrected "h6. Medical device problem code" to reflect as "detachment of device or device component (a0501)".